Manufacturer narrative:
The pump was received with blank display due to moisture damaged on lcd board. The pump was unable to perform functional testing's including displacement test, rewind, basic occlusion, occlusion, prime or no delivery tests or verify audio tone beep anomaly due to blank display. The pump had moisture damaged motor assembly, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had moisture damage. The customer states they fell into the pool and there is fluid under the lcd display. The customer's blood glucose level at the time of incident was unknown. The customer's levels had been as low as 41mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.